Event description:
Event description guidant received information that the patient with this pacemaker died. It is suspected that the device may have malfunctioned, as there were normal impedance measurements recorded by the device post explant and it was verbally stated by a medical person that there were no pacing spikes on the defibrillation tracing.